Event description:
It was reported that the patient presented to the hospital for a generator change out procedure. Upon connecting the right atrial (ra) lead to the generator, the ra lead failed to sense p waves, failed to capture and exhibited low pacing impedance. Additionally, the ra lead revealed insulation breach and insulation abrasion distal to the connector pin of the lead which was confirmed visually by the physician. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.